Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified crease fold, wear abrasion, and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified sharp crease opening on anterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a sharp crease opening on anterior due to a fold flaw opening. Additional, changed, and/or corrected data: d.10., g.1., h.3., h.6.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.